Event description:
During inflation, the balloon ruptured at 16 atmospheres with no injury to the patient. However, approximately 12 days post-implant, the patient complained of chest pain, went into cardiac arrested and expired. Cause of death was reported as heart failure. It is unknown if any autopsy was performed. The patient underwent the implantation of cypher stent to the proximal left anterior descending artery (lad).

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.